Event description:
During a case, when suctioning, nurse noticed that a piece of plastic was missing from the tip of the yankauer suction device. Do not know serial numbers, as device was inside a custom pack.